Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it only took less than a year for mine to break / broke in half inside my uterus') and embedded device ('half it got lost in my uterine tissue') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5 (without complications). Always healthy in genital organs. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("essure in uterus"), loss of libido ("effects my sex life feeling of inadequacy"), abdominal pain lower ("painful cramps"), migraine ("migraine"), anxiety ("anxiety"), sleep disorder ("sleep issues"), feeling abnormal ("body feel toxic"), fatigue ("exhausted"), dyspareunia ("hurt to have sex/dyspaerunia/ bad pain during and after intercourse"), photophobia ("sensitive to light") and hyperacusis ("sensitivity od loud noise"). The patient was treated with surgery (hysterectomy and essure removed in (B)(6) 2017 hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the device breakage, embedded device, device expulsion, loss of libido, abdominal pain lower, migraine, anxiety, sleep disorder, photophobia and hyperacusis outcome was unknown and the fatigue and dyspareunia had resolved. The reporter considered abdominal pain lower, anxiety, device breakage, device expulsion, dyspareunia, embedded device, fatigue, feeling abnormal, hyperacusis, loss of libido, migraine, photophobia and sleep disorder to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: medical device removal, dyspareunia, device breakage, device expulsion, lower abdominal cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it only took less than a year for mine to break / broke in half inside my uterus') and embedded device ('half it got lost in my uterine tissue') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5 (without complications). Always healthy in genital organs. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("essure in uterus"), loss of libido ("effects my sex life feeling of inadequacy"), abdominal pain lower ("painful cramps"), migraine ("migraine"), anxiety ("anxiety"), sleep disorder ("sleep issues"), feeling abnormal ("body feel toxic"), fatigue ("exhausted"), dyspareunia ("hurt to have sex/dyspaerunia / bad pain during and after intercourse"), photophobia ("sensitive to light") and hyperacusis ("sensitivity od loud noise"). The patient was treated with surgery (hysterectomy and essure removed on (B)(6) 2017 hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, device expulsion, loss of libido, abdominal pain lower, migraine, anxiety, sleep disorder, photophobia and hyperacusis outcome was unknown and the fatigue and dyspareunia had resolved. The reporter considered abdominal pain lower, anxiety, device breakage, device expulsion, dyspareunia, embedded device, fatigue, feeling abnormal, hyperacusis, loss of libido, migraine, photophobia and sleep disorder to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: medical device removal, dyspareunia, device breakage, device expulsion, lower abdominal cramping. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to #: (B)(4) (medwatch 3500a MFR number 2951250-2020-03981) which will be deleted from bayer safety database after all information was transferred to this duplicate record #: (B)(4), which will be retained. New: social media reporter was added. Event "embedded device" was added. Age added. Medical history added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it only took less than a year for mine to break and migrate') and device expulsion ('essure broke in half in my uterus. Half it got lost in my uterine tissue') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6)2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), loss of libido ("effects my sex life feeling of inadequacy"), abdominal pain lower ("painful cramps"), dyspareunia ("dyspaerunia") and migraine ("migraine"). The patient was treated with surgery (hysterectomy and essure removed in (B)(6)2017 hysterectomy). Essure was removed in (B)(6)2017. At the time of the report, the device breakage, device expulsion, loss of libido, abdominal pain lower, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain lower, device breakage, device expulsion, dyspareunia, loss of libido and migraine to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: medical device removal. Most recent follow-up information incorporated above includes: on 20-mar-2020: reporter added. Event medical device removal replaced with device breakage, device expulsion, lower abdomen pain, loss of libido, dyspareunia, migraine. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it only took less than a year for mine to break and migrate') and device expulsion ('essure broke in half in my uterus. Half it got lost in my uterine tissue') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), loss of libido ("effects my sex life feeling of inadequacy"), abdominal pain lower ("painful cramps"), migraine ("migraine"), anxiety ("anxiet"), sleep disorder ("sleep issues"), feeling abnormal ("body feel toxic"), fatigue ("exhausted"), dyspareunia ("hurt to have sex/dyspaerunia/ bad pain during and after intercourse"), photophobia ("sensitive to light") and hyperacusis ("sensitivity od loud noise"). The patient was treated with surgery (hysterectomy and essure removed in (B)(6) 2017 hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the device breakage, device expulsion, loss of libido, abdominal pain lower, migraine, anxiety, sleep disorder, photophobia and hyperacusis outcome was unknown and the fatigue and dyspareunia had resolved. The reporter considered abdominal pain lower, anxiety, device breakage, device expulsion, dyspareunia, fatigue, feeling abnormal, hyperacusis, loss of libido, migraine, photophobia and sleep disorder to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: medical device removal, dyspareunia, device breakage, device expulsion, lower abdominal cramping. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : reporter information & new event "leep disorders & anxiety" were added. On 23-mar-2020: social media case. Added event body feel toxic, exhausted and hurt to have sex on 23-mar-2020: social media content received: reporter added. Event sensitivity of light and sensitivity of loud noise was added. On 23-mar-2020: social media received: reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed in (B)(6) 2017') in a female patient who had essure inserted. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed in (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: medical device removal. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.